Event description:
Resident with chronic lung disease that required continous oxygen. At 2:00 p.m. On 9/16/92, the resident complained of shortness of breath and chest pain. She was cyanotic around the mouth and nail beds. The lvn in attendence found the oxygen humidifier being used on the resident had broken at the connector that attaches it to the guage on the oxygen supply tank and had fallen to the floor. She immediately replaced it with a new humidifier. Within 30 minutes the resident felt better and had regained her color. At 4:00 p.m. The resident agained complained of being short of breath. Her vital signs were checked and were normal for this resident. At 4:30 p.m. She was resting well and her color was "usual for this resident" i.e. Slightly dusky. At 6:00 p.m. The lvn on duty noticed the resident was more cyanotic with motting of the lower legs to the knees. The oxygen humidifier appeared to be operating properly but upon closer inspection a low hissing could be heard. The lvn discovered that the humidifier was leaking at the connection that attaches it to the oxygen guage i.e. The same place where the prior humidifier had broken. She immediately replaced the humidifier and put the malfunctioning one out of use. The resident continued to have difficulty breathing and became more lethargic despite the use of the new humidifier. She was transferred to bowie memorial hospital by ambulance at 8:30 p.m. And was admitted with a diagnosis of "chronic lung disease and severe hypoxia." Her po2 level was 31 on admission. The present status of this resident, who remains in the acute care hospital, is unknowndevice labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-sep-92. Service provided by: other. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.